Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about the low blood glucose levels. Customer stated that they had just started auto-mode last night and noted that the pump had still given them insulin even though they had gone below 120 mg/dl. Customer¿s blood glucose value was 46mg/dl which was treated with orange juice and then it was 80mg/dl. Customer stated that sensor glucose was within 10 points of bg and had active insulin and checked bg which was 197mg/dl and prompted me to do a correction bolus which he did and sensor glucose was still 210mg/dl. Customer did ask for treatment advice so was advised to follow healthcare professional¿s advice but they could remain suspended until current active insulin (customer had 2.8 units in system) had cleared unless otherwise instructed. Insulin pump will not be returned for analysis.